Event description:
An affiliate reported that approximately 9 month after implantation, angiography revealed a fracture of a 2.5 x 33mm cypher select plus stent that had separated and migrated approximately 3mm. The stent was 20% restenosed, but there was no treatment provided. The target vessel was tortuous and angulated. It was unknown if the stent had been post-dilated at the time of the index procedure. The patient is in stable condition. No additional information was provided. Additional information will be provided within 30 days of receipt.